Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction located on the abdomen, about half an inch from the belly button, and was described as red and itching with blisters under the patch and 20 red scab marks. Patient consulted with a certified diabetes educator regarding the reaction and was recommended the use of skin-tac, which the patient had previously used as a barrier. Affected area was treated with over-the-counter bacteria ointment. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.